Event description:
Pt was assisted to the chair. When nursing staff went to check on the patient he was found on the floor. Chair alarm was noted to malfunction after testing and did not sound as expected when patient attempted to get up. Patient with a hip fracture requiring surgical intervention.